Event description:
The following information was reported by the cardinal health sales professional: I was told on (B)(6) 2015 by a technician at a hospital that they have had as many as 10 pseudoaneurysms and was told to confirm with the materials manager there. I confirmed with the materials manager on (B)(6) 2015 and was told by this account that they've had several complications, including pseudoaneurysms associated with mynx and they are looking into the cause on their end. No further details have been provided.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. A review of the lhr was not possible as the lot number was not provided. Based on the information provided, the root cause of the reported event could not be determined. Note: UDI number is unknown as the lot number and part number were not provided. See medwatch reports 3004939290-2015-00141, 3004939290-2015-00160, 3004939290-2015-00161, 3004939290-2015-00162, 3004939290-2015-00163, 3004939290-2015-00164, 3004939290-2015-00165, 3004939290-2015-00166, 3004939290-2015-00167 & 3004939290-2015-00168.